Event description:
Boston scientific received information that at the implant of this right ventricular (rv) lead the shock lead impedance was 65 ohms. However, since, in the past couple months, these impedances have increased from 90 to the low 100 ohms range. The pacing impedances were reported to be normal. Technical services (ts) discussed lead behavior and expectations and troubleshooting. The shock impedance measurements continued to rise until there was one high out of range measurement. Ts advised a 1.1 joule shock and a 41 joule shock which was successfully performed to assess the lead. The physician elected to continue to monitor the rv lead and device. No adverse patient effects were reported.

Manufacturer narrative:
Ongoing high shock impedances had occurred. Resolution has been requested from the field representative who later reported that the physician was aware and no further actions have been taken.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.